Manufacturer narrative:
Combination product: yes. The lead was capped on 30-oct-2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range impedance measurements (less than 200 ohms) and what appears to be intermittent atrial noise seen on home monitoring. Lead evaluation in office did not reproduce this behavior. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn, based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.